Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted (B)(6) 2017.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to a systemic infection. Additional information was received and the organism was identified as (B)(6) bacteremia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.